Manufacturer narrative:
Additional information the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample is available for this complaint however a video of the issue was provided. The video showed the issue and the reported condition was able to be confirmed. A corrective and preventative action (CAPA) was opened to further investigate the issue. The probable root cause of the leaking is insufficient drying of the raw material used to mold the enfit connector. This lot was manufactured prior to the corrective actions being implemented as part of the CAPA. The associated data will be fed into the risk management quarterly report and will be utilized for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was a leak from the tubing connection. There was no patient harm reported.